Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified some signs of wear and debris about the implant threads and trabecular metal of the tmt but no evidence of any significant damage or malfunction. No pre-existing conditions were noted on the per. The reported implants were tried on tooth #14 (universal) and was removed the same day as placement. The reported event could not be recreated due to the nature of the dental device and event (medical conditions). The customer has not provided pictures or x-ray images of the implant site. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per the applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and 1 other complaint was identified under (B)(4). A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: h3: changed "no" to "yes"

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Email address: unknown / not provided.

Event description:
It was reported that during the implant complaint procedure, the implant went into the sinus causing a sinus perforation. It was retrieved by the surgeon after it occurred. There was a surgical intervention performed to close the sinus. No patient impact or injury was indicated. Tooth location # 14.